Manufacturer narrative:
Corrected manufacture aware date. Investigation summary: the event unit was returned for evaluation along with a photo of the unit prior to return shipping. Upon inspection, engineering confirmed the fios obturator tip was deformed. No additional signs of damage were noted. The root cause of this incident is likely due to an error in the manufacturing process. We apologize for any inconvenience this may have caused and assure that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "the scrub nurse did give the trocar out of the package of the ctf35 dual pack at the surgeon. Nobody has seen the 'defect' of the tip. When surgeon wanted to introduce, a lot of resistance (compared to, other moments of usage) was present. When inspecting the tip, they saw the malformation of the tip. They too another dual pack ctf35, no problem. Also after inspection in their inventory, no immediately other trocar point looked like that. They hope its the only one. Now the scrub nurses do inspect the point. " patient status - "ok."